Event description:
It was reported that atp therapy accelerated the patient's rhythm into vf. A shock terminated the vf successfully. Device remains implanted. There is no further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.